Event description:
The customer reported that the unit rebooted during the opcheck.

Manufacturer narrative:
The customer reported that the unit rebooted during the opcheck. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.